Manufacturer narrative:
(B)(4): results: (mi). Conclusion: no conclusion can be drawn (based on the information provided no root cause can be determined).

Event description:
The patient expired approximately 30 months post index procedure. The death was assessed as a non-cardiac death due to multi organ failure. Investigator assessed that the event was not related to the device.

Event description:
Two endeavor rx drug eluting stents were deployed separately in the distal rca resulting in 0% stenosis. Six month follow up confirmed cardiac failure and medication was given. Nine month follow up confirmed silent myocardial ischemia, with 75% stenosis at the distal and mid rca. Revascularization was carried out at the distal and mid rca with a non-medtronic stent implant. Patient is reported to have recovered. No additional sequelae have been reported. Reference MFR report # 9612164201100478.